Event description:
Reporter indicated that device diagnostic testing at office visit in 2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient had recently experienced an increase in seizures; however, there was no serious injury reported due to the reported seizure increase. X-rays revealed a break in the lead coil. The patient is scheduled for ncp system replacement surgery in 04/2003.